Manufacturer narrative:
The suspect device was returned and evaluated. Upon visual examination the pump was found to have physical damage. The cartridge retention device was found to have an area where there was a half-inch chip of material that had been broken away. This damage did result in the device's inability to operate properly. We were unable to determine when or how the device became damaged.

Event description:
Information was received that reported a patient was hospitalized due to hyperglycemia. The reporter stated the patient's blood glucose had been running high all day in 2007. The next day, the patient woke up vomiting, she was taken to the ER where her blood glucose was tested >500mg/dl. The patient was treated with an insulin drip. The device will be returned for evaluation.